Manufacturer narrative:
A ge rep conducted an on-site investigation, and could not duplicate the reported problem. The pedal filter was replaced, and the x-ray tube was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system would not x-ray. No pt injury was reported.